Manufacturer narrative:
The device was discarded and is not available for investigation. Therefore, the root cause was determined to be unknown/inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in (B)(6) reported that during the phaco aspiration phase they observed a solid ¿plastic¿ particle emanating from irrigation. As the particle was not destroyed via ultrasound, it was difficult to remove and aspiration operations were needed to remove it. No clinical consequences reported.